Event description:
An unknown perclose plunger with anterior cuff, link, and posterior cuff was received at abbott vascular. The rest of the suture mediated closure repair system was not returned. Analysis of the device noted the link was connected to the anterior cuff and posterior cuff; however, the posterior cuff tabs were bent and no suture was attached. Based on this analysis, the device could not have achieved hemostasis. There was no information reported regarding this device. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record and complaint history of the reported devicet could not be conducted because the lot number was not provided. The noted needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.